Event description:
It was reported that the left ventricular lead exhibited high, out-of-range pace impedance values of around 2500 ohms. The device had been emitting tones as a result of the out-of-range impedance notification. The device and leads remain in service. No adverse patient effects were reported.